Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that x-rays showed that the lead migrated. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Section a4: information regarding patient weight was not provided. It was reported to abbott, a patient had a migrated lead. The issue was resolved with replacement of the lead. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.